Manufacturer narrative:
Reporter is a synthes employee. The lot number is unknown, therefore no manufacturing record evaluation (mre) could be performed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that handle with mini quick coupling had a broken handle and the mating screwdriver blade could not be disassembled. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and/or excessive forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle with mini quick coupling would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current revision was reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the handle cracked and the screwdriver was stripped. No other information is available. There was no patient consequence. Upon manufacturer investigation, it was determined that the handle with mini quick coupling had a broken handle and the mating screwdriver blade could not be disassembled. This report is for a handle with mini quick coupling. This is report 2 of 2 for (B)(4).